Event description:
"The nasal-aire reusable CPAP interface is an accessory to positive pressure ventilation devices for pts with pulmonary insufficiencies or breathing disorders requiring positive pressure breathing therapy (i.e. CPAP, bipap)." Wording is taken from the product literature. During testing of the production version of this device, the two air hoses blocked at the same time so that the positive pressure does not reach the pt. The hose supplied has a memory and if kinked, (easily kinked when stuffed in a CPAP bag) will be permanently weakened in that area. "Kinked" indicates that the tubing folds back on itself and airflow is completely blocked. It was found that normal moving during sleep does lead to the complete blockage of pressure to the pt, completely negating the treatment and preventing air from entering the nostrils. Because the pt will likely be asleep at the time, this problem may not be widely reported, since the pt may be completely unaware of the failure. No other approved system is using the tubing supplied with this product. Reporter consider it dangerous. The prototype versions of this product had different hoses and were not so susceptible to this failure. The fault is serious but easily corrected.